Event description:
It was reported that the patient was underwent a heartmate ii (hm ii) to a hm ii exchange on (B)(6) 2022 due to a known short to shield.

Manufacturer narrative:
The short to shield was previously reported under MFR # 2916596-2021-02379. Manufacturer's investigation conclusion: the reported short-to-shield issue could not be confirmed as no product was returned for evaluation and no log files were provided for review. It was communicated that heartmate ii left ventricular assist system (lvas), serial number (B)(4), was disposed of and would not be returned for evaluation. The relevant sections of the device history records for (B)(4) and the driveline, serial numbers (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The hmii IFU, as well as the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these outline indications of driveline damage as well as the how to respond to such events. The IFU and the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.